Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The remote service engineer (rse) analyzed the logfile. The log analysis indicated that the issue was due to the flexvision-pc failing to power on when the allura system was switched on. The system functioned correctly after two reboots. The rse performed system checks but was unable to reproduce the reported issue and continued to monitor the system. The case was closed with instructions for the customer to report any recurrence. No further occurrences have been reported and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.